Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018- patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per op notes, ¿hernia sac was identified in the abdominal region and was dissected. A ventrio st mesh was placed into the abdomen and sutured¿. On (B)(6) 2020 - patient was diagnosed with chronic abdominal pain, recurrent small bowel obstruction, infected mesh thereby underwent open repair with explant of ventrio st mesh, implant of biologic mesh. Per op notes, ¿adhesions and the ventrio st mesh were identified. Adhesions were lysed and the ventrio st mesh was removed. Inflammation and infection were noted with the mesh with fluid around the mesh. A biologic mesh was placed in the abdominal region and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be the best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective.